Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for premature ventricular contractions (pvcs) and the irrigation of the octaray mapping catheter appeared completely blocked. Visually, there was no irrigation outlet. They force purged outside of the body with sodium chloride (nacl) syringe. Using a pressurized syringe did not restore the saline flow. A new catheter was used for the second part of the procedure. There was no patient consequence. The procedure was successfully completed after a delay of ten minutes. The device was used in the patient. The issue was identified during the second part of mapping, on the second introduction of the catheter. There were no issues with the flow rate change at the start of ablation.